Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there were "water marks" visible inside the external pulse generator (epg) display and it was noted that the liquid crystal display (lcd) was bleeding. It was noted that the output connector assembly and upper case were broken. It was further noted that the display wire insulation was pinched however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg subsequently passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set-up of the external pulse generator (epg) it was noted that there were "water marks" visible inside the epg display. There was no patient involvement.